Event description:
It was reported to philips that the device had an etco2 communication message in the status log. There was no reported patient involvement or negative patient impact.

Manufacturer narrative:
(B)(4).